Manufacturer narrative:
(B)(4).

Event description:
The lead appeared to have microdislodgement, no visible movement on fluoro but loss of capture and decreased sensing. Ep sacrificed insulation on lead to gain access for new lead. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. The fixation helix was found deformed. It is reasonable to assume that mechanical forces during the surgery contributed to this observation. Further analysis of the lead revealed cuts in the insulation which occurred most likely during the surgery as mentioned in the complaint description. Blood penetrated the lead in the cut areas. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.